Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and an obturator sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced extrusion, urinary problems and bleeding. (B)(4).

Manufacturer narrative:
It was reported that the patient underwent hematoma repair on (B)(6) 2010. It was reported that the patient underwent mesh removal on (B)(6) 2012. (B)(4). This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-07107. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-07107. The same patient is represented in each medwatch.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with transobturator polypropylene mesh, cystocele and rectocele with mesh, vaginal extraperitoneal colpopexy, cystourethroscopy; due to urethral hypermobility, anatomic stress urinary incontinence, cystocele, cervical fascia weakness, rectocele repair and rectovaginal weakness.